Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2218-50 serial: (B)(4) batch: 5012768

Event description:
It was reported that the patients leads had high impedances. It was also noted that the patient was experiencing pain. The patient underwent a lead explant procedure. The explanted leads will not be returned.